Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. D4: batch # 803d50. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the test battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. Device history review: a manufacturing record evaluation was performed for the finished device batch number 803d50, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a robotic low anterior resection procedure upon closing and firing the device, the surgeon observed that it became unresponsive despite the indicator light being on. Following this issue, the sales representative recommended replacing the device while maintaining the correct positioning. The procedure was completed using a new device, and there were no consequences for the patient.